Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and a frozen display. Also, the customer reported the insulin ended up in pump after pump after pulling the plunger from the reservoir, and the button issue. The customer reported a blood glucose value of 425 mg/dl. The customer reported hyperglycemia was treated with an emergency medical service. The event involved products mmt-332a, mmt-1884, and unomedical. Troubleshooting was not performed for high blood glucose, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for mmt-332a and unomedical. Mmt-1884 was requested, and the customer's response was that the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. History download was successful using thump. After the history download was completed, the pump had a frozen screen on solid white display. Unable to perform the carelink upload due to frozen screen on solid white display. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to frozen screen on solid white display. Unable to test for keypad unresponsive due to frozen screen on solid white display. The following were noted during visual inspection: pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists date from 09/09/2025 to 10/27/2025. There was no data listed on 28-oct-2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 28-oct-2025 due to no data available in the pump history file. Perform the history review on 22-oct-2025 to 27-oct-2025 in the pump history file and found 1 nodelivery (7) on 10/26/2025 (during bolus), 2 pump error 68 on 10/27/2025 and 1 pump error 49 on 10/27/2025. Unable to test for no delivery alarm, pump error 68 and pump error 49 due to frozen screen on solid white display. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found corroded electronic assembly, slightly corroded motor home switch and slightly corroded keypad traces. Moisture damage on the force sensor. Unable to perform the functional testing due to frozen screen on solid white display. Unable to confirm alleged high bgs (hyperglycemia). Display anomaly-frozen screen confirmed due to corroded electronic assembly. Activation-keypad/button unresponsive was unknown due to frozen screen on solid white display. Upload error confirmed (unable to unable on carelink due to frozen screen on solid white display). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.